Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kpke, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient felt stimulation in bottom of left foot and it was pulsating on and off, said this happened last night ((B)(6) 2014) so he ended up turning stimulation off. This also happened while they were trying to place the lead. The patient was experiencing a loss of therapeutic effect. The patient wasn't able to go last night ((B)(6) 2014) or this morning ((B)(6) 2014). The patient turned stimulation back on this morning and when he just sat up, he felt like it was wet so said it was now working. The patient noted an overstimulation sensation. When he turns suddenly, the stimulation would become too strong and when he goes to sleep at night. Program 2, 2.5v setting. Stim off. Adjusting parameters. The following service or education issue(s) were observed by patient services: patient lacked basic understanding of the therapy. It was later reported that the therapy was helping his retention a great deal, but then it stopped. The patient occasionally feels the stim in his testes. The patient usually feels the stim in his anus and occasionally, 1/2 the time, feels pulsations in his spine and back. This issue has been going on since (B)(6) 2014. The patient thought there was maybe something he could do differently. The patient was unable to increase stim any higher because it was uncomfortable in his spine. The patient felt the stim go down his left foot over the weekend a few times. After they got the lead in during the trial, it worked so good. When the patient turns his stim off, the issues with the uncomfortable stim in his spine goes away. The patient thought a wire moved or something. The patient did not have any falls or trauma. Right now, the patient was laying on his right side and was feeling stim mainly in his anus and higher up in his colon. The patient was currently on program 2 at 3.0v and stim was on. When the therapy is working his bladder is either really full or he barely has to go at all. The patient's hcp (healthcare provider) is not aware of these issues and just told him to call the manufacturer if he has issues. The patient stated he knows how to increase and decrease stim, but doesn't know how to change programs. The patient was uncertain if he even has other programs. The patient tried turning stim down on (B)(6) 2014, but it didn't do much good. This, however, was before the symptoms started. The patient noted his spine is extremely messed up." This happened before he got the interstim put in. The patient had a lot of back problems and the nerves are twisted as well as bad sciatica. The patient didn't know if his back is acting up or not. The patient was waiting to have surgery on s1. There was a disk or something pushing against sciatica nerve on right foot and leg. The patient is fused from c3 to t1. The patient has cement holding his spine together and his vertebrae was fractured from t9-l1. L1 has a compression fracture. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.